Event description:
It was reported that error 258 on the carto 3 system appeared. The piu was rebooted and the case proceeded. The error was not observed again. Later on, during the vt case, while the physician was doing a retrograde approach, the catheter hit the left bundle branch causing a left bundle branch block. The patient went into asystole. It was noted that the patient had a preexisting right bundle branch block. A temporary pacing wire was inserted. The patient was transferred to ICU for observation.

Manufacturer narrative:
Additional information was received on (B)(6) 2012 from the customer stating that physician's comments about patient prognosis was lbbb (left bundle branch block) resolved on its own. (B)(4).

Manufacturer narrative:
DHR was not performed since the lot # was not provided by the customer. Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4); stockert us catalog #: s7001 serial #: (B)(4); cool flow pump us catalog #: cfp002 serial #: (B)(4). Also involved: st jude reprocessed cournard catalog and lot # unknown; quad josephson catheter catalog and lot # unknown; bard octopolar catheter catalog and lot # unknown. (B)(4).